Manufacturer narrative:
The customer returned the test strips. The returned strips and retention meter were tested in comparison to a retention meter and master lot test strips. Two human blood samples from warfarin donors and internal reference meters were used. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 124153-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable

Event description:
The customer indicated that he did not receive a code key with his test strips and tested on his meter with the incorrect code key. The customer tested on his coaguchek xs meter with serial number (B)(4) and the result was 4.1 inr. The customer questioned this result. He reported it to his physician. The customer's therapeutic range is 2 - 3 inr. The customer was not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. No adverse event occurred. The customer does not remember if the box of strips was sealed when he received them. He indicated he did not throw the code key away but it was not in the box when he went to look for it. The code key in the meter was 184. The code number on the vial of strips was 201. The suspect strips were requested for investigation.

Manufacturer narrative:
There is no evidence to suggest a packaging error occurred for the lot number mentioned. It is unlikely that the test strip box did not include a code key during the packaging process since a test for the presence of code keys is done continuously and all plausibility checks and in-process-controls were successful. No packaged boxes with missing code chips were found at sample controls. The investigation detailed 2 different possibilities for missing code keys. If a double package of test strips is separated between different customers by a distributor, one customer won't get a code key. Only one code key is included in a double package of test strips. The customer could also accidentally discard the code key. If the customer tests on the meter using a code key that does not correspond to the lot number on the test strip vial, the difference between various strip lots is less than a 30% difference.